Manufacturer narrative:
Qc prior to the event was within the established ranges. Qc after the event was still within the ranges but on the low side. The qc results improved after re-calibration. Bci field service engineer (fse) replaced the sample probe, which improved the instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 600 pro synchron clinical system. The results were reported out of the laboratory. When the low results were noticed, repeat tests were performed on an alternate instrument and the reports were amended. Patient treatment was not initiated or withheld based upon the erroneous results reported.